Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported sensor glucose and blood glucose difference, calibration not accepted alert and sensor updating and change sensor alerts. The customer reported a blood glucose value of 50 mg/dl. The customer was treated with a carbohydrate intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed for hypoglycemia and sensor glucose and blood glucose difference. It was reported that insulin delivery was not suspended. The customer reported a sensor glucose value of 75 mg/dl. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the sensor. Mmt-7040a was requested and customer's response was that the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.